Event description:
06-march-2024: no patient impact, they prepared medication and saw the issue during use.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2303140. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) syringe samples were received for evaluation by our quality team. Through examination of the samples, damage was observed in the plunger components. It has been determined that the leakage resulted from the plunger damage. Although the exact cause within manufacturing could not be identified, this type of damage may result from the handling of the product in the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discard it syringe s2 leaked past the stopper. The following information was provided by the initial reporter, translated from german to english: liquid dripped from the syringe plunger during administration.